Event description:
It was reported that the programmer booted up to an error message. The service diskette was run but the error was unable to be cleared. The programmer was returned for service. No patient involvement was indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. System error found in the programmer error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.